Manufacturer narrative:
The procedural images provided confirm the total occlusion of the proximal rca. Picture 3 shows what appears to be the complaint balloon in the rca. No images showed the inflated balloon in the target lesion. The balloon burst cannot be confirmed based on the images provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a euphora rx balloon. The target lesion was in the rca: total occlusion rca, bridging collaterals. No damage noted to device packaging. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The device was being used to post-dilate two resolute onyx drug-eluting stents that were implanted over-lapping. An unknown brand 2.0x15mm balloon was first used after stent implantation, but 40% stenosis remained. It was reported that a balloon burst occurred during the first inflation before rbp. 14 atm was applied to the balloon. The device was not moved or repositioned prior to the burst. No residual stenosis remained. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.